Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. As received, the front and back response button covers were missing. Upon evaluation, the rear response button had glue under the response button switch. The cause of the inability to activate the device is the presence of glue. The cause of the presence of glue and missing cover is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor had non-functional response buttons.